Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/ serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; ubd: 25-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 1mg/ml of preservative free saline at minimum rate via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported during a pump replacement on (B)(6) 2019 the surgeon was attempting to gain access to the catheter in the pocket by removing the pouch that was implanted with the explanted pump. During this time the surgeon connected the new pump segment to the new pump and attempted to aspirate but only got air in the syringe. The surgeon then filled the pump pocket with irrigation and filled the syringe with air and pushed into the cap of the new pump. Air bubbles were seen in the pocket. He then investigated the catheter to find it was cut. The doctor was unable to find or gain access to the remaining tip segment from the pocket. He implanted the pump with the pump segment attached in the pocket. The surgeon placed 10 ml of preservative free saline in the pump and programmed it to minimum rate. The doctor planned to assess the patient and possibly replace the tip segment at a later date. It was reported there were no environmental/external/patient factors that may have led or contributed to the issue. Regarding diagnostics/troubleshooting performed, pocket exploration and x-ray was performed. The issue was not resolved at the time of the report. The removed product was sent to pathology. The surgeon did not want the product returned for analysis. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history and other medications being taken at the time of the event were not available. Additional information was received from the manufacturing representative (rep). The rep confirmed the event occurred during a normal pump replacement. The doctor was attempting to aspirate from the catheter access port (cap) when they only got air back in the syringe. It was believed the cut occurred somewhere along the distal segment of the catheter already implanted. It was indicated this may have occurred due to removing the scared-in pouch with a mono polar bovie. No further actions or troubleshooting had been done. The patient's weight was provided as approximately 185 pounds. It was indicated the information provided had been confirmed with the physician/account.